Event description:
The customer observed falsely decreased platelets generated on the cell-dyn emerald for a patient with autoimmune thrombocytopenic purpura. The following data was provided: on (B)(6) 2023, sample ID (B)(6); initial result on the ruby (serial number (B)(6)) = 6.08 10e3/ul, initial result on emerald = 15 10e3/ul, repeat = 12 10e3/ul. The physician questioned both of these results and sent them to other laboratories for testing. The same sample (sid (B)(6)) processed at (B)(6) hospital, result = 75 10e3/ul, and processed at (B)(6) laboratory, result = 33 10e3/ul. The patient was discharged with treatment. No negative impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased platelets generated on the cell-dyn emerald for a patient with autoimmune thrombocytopenic purpura. The following data was provided: (B)(6) 2023 sample ID (B)(6) initial result on the ruby (serial number (B)(6)) = 6.08 10e3/ul initial result on emerald = 15 10e3/ul, repeat = 12 10e3/ul. The physician questioned both of these results and sent them to other laboratories for testing. The same sample ((B)(6)) processed at angeles pedregal hospital, result = 75 10e3/ul, and processed at biomedicos laboratory result = 33 10e3/ul. The patient was discharged with treatment.. No negative impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date. The complaint investigation for falsely decreased platelet (plt) results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A screen shot of the cell-dyn emerald 22 al, serial number (s/n) (B)(6) laboratory pages were submitted for review. The customer indicated that some giant platelets were observed on the smear; however, smear images were not provided by the customer. The plt histogram on the cell-dyn emerald 22 al did not show normal distribution. L1/n1/n2/p2 flagging on the cell-dyn emerald 22 al indicated a possibility of plt aggregates. Based on the information provided, the cell-dyn emerald 22 al marked the plt results suspect and generated flags, indicating that verification of the results was required. A review of all complaints associated and a review of complaint trends for the list number was performed. The review did not identify any trends. Labeling was reviewed and found to adequately address the issue under review. Based on this investigation, the device met performance specifications and performed as intended at the customer site. No systemic issue or deficiency with the cell-dyn emerald 22 al, was identified.